Event description:
Reporter alleged the customer obtained a blood glucose result of 227 mg/dl on customer's advantage system compared to the doctor's measurement of 103 mg/dl when testing was performed within 5-10 minutes of each other. Reporter stated, the customer had been receiving higher system readings and went to the dr to check glucose levels. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.